Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console displaying a s3 alarm was not confirmed. There were no photos or log files submitted for review. The centrimag console, serial (B)(6), was not returned for analysis. Provided information indicates when setting up the centrimag console an s3 alarm activated, the customer acknowledged the alarm and the issue did not resolve. The customer continued the procedure using the backup console. Additional information provided stated the patient was supported by a separate device, no log files were available, and no product was returned for further analysis. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual rev. C section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The centrimag operating manual, section 3 - "warnings & precautions", warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 8.3 ¿recommended preventive maintenance¿ instructs users to regularly inspect the console for signs of damage and to return the console back to thoratec for servicing if any damage is observed. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a1-a4: there was no patient involved. Section d4: manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while setting up the centrimag console, and s3 alert came up, and acknowledging the alarm did not resolve the issue. The backup console was used to conclude the procedure. The motor was not exchanged, however, it was unknown if the motor could have contributed to the event. The centrimag system was not used.